Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision post spine fusion; (B)(6) the alfred (B)(6) 2018. Primary implant date (B)(6) 2017. Reason for revision: broken rod due to stress on implant from failed fusion. (B)(6).